Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The aus was not performing as expected since it exhibited fluid leakage at an unspecified location. The aus was explanted and replaced with a new aus. There were no additional patient complications reported.